Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. Between 06/22/2016 and 06/25/2016, the upper control level was out of tolerance, which indicated an issue with the analyzer. No further issues were seen with the analyzer after performing the service actions.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received questionable results for three patient samples tested for n-terminal pro b-type natriuretic peptide (probnp) on an e411 analyzer. Of the three samples, two had erroneous results that were reported outside of the laboratory. The customer stated that they have had ongoing issues with low probnp results and that the roche field service engineer has already been on site for the same issue. The first sample initially resulted as 27.11 pg/ml and this value was reported outside of the laboratory. The sample was repeated three additional times on (B)(6) 2016, resulting as 1031 pg/ml, 1037 pg/ml, and 1012 pg/ml. The repeat result was believed to be correct. The second sample, from an (B)(6) female patient (B)(6), initially resulted as 18.34 pg/ml on (B)(6) 2016 and this value was reported outside of the laboratory. The sample was repeated three additional times, resulting as 15000 pg/ml, 14738 pg/ml, and 14702 pg/ml. The repeat result was believed to be correct. The patients were not adversely affected. The probnp reagent lot number was 18758803, with an expiration date of 01/31/2017. The field service representative could not determine a cause and could not duplicate the problem. He replaced the mixing paddle. As preventive measures, he checked the liquid level detection voltage monitor, checked the mixer height, and checked the mixer rotational speed. He ran performance testing and this was within specifications.